Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer's current blood glucose was 137 mg/dl. The customer stated the most recent set change was (B)(6) 2017. The customer was assisted with over active insulin. The call was disconnected. The product was not returned for analysis.